Event description:
A patient reported that there were scratches on the pump affecting the screen's visibility. There was no reported impact on the customer's blood glucose level. The customer declined troubleshooting, and no further action was taken by technical support.